Event description:
The customer reported to olympus that the hf unit "esg-400" had an error code e006. The issue occurred during the therapeutic transurethral resection of the prostate which was completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The following non-reportable malfunctions were found during the device evaluation: there was abnormal output values due to a generator board failure and the front panel power switch fixing part was damaged. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an increased resistance between the electrodes of the generator caused an error e006 to be triggered, indicating a non-conducting irrigation fluid. However, a definitive root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: instructions for use (IFU): insufficient conductivity 1. Ensure that conductive fluid is used for bipolar resection. 2. Check the connections of the working element and the electrode/cable. 3. Replace the problematic part or, if the problem persists, contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.